Event description:
It was reported that when pressing the device touch screen, it was not selecting the correct options, and the error code 1318 was observed. The procedure had to be rescheduled with the patient under anesthesia. After an fse inspection, the flex cable of the screen was cleaned, and device worked with no issues. There were no patient complications reported.